Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product info required to review the device history records and search the complaint database was not provided. The investigation could not verify or draw any conclusions about the reported event. The length of time implanted (approx. 15-years) is a possible contributing factor. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional info be received, the investigation will be re-opened.

Event description:
Pt was revised to address fracture of the pt's tibia and loosening of the tray. Poly wear and osteolysis were also reported.